Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for reasons unrelated to the device. Upon interrogation of the device, nonsustained rv oversensing was observed due to t-wave oversensing. Patient was asymptomatic and had no history of t-wave oversensing. Programming changes were recommended and will be made during the next follow up visit. Patient was stable and will continue to be monitored. No further information available.